Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative that three mr290 vented autofeed humidification chambers were leaking water "out of the chamber". There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: one out of three complaint mr290 vented autofeed humidification chambers was returned to fisher & paykel healthcare in new zealand for investigation. The chamber was visually inspected for the reported damage. Results: visual inspection of the returned complaint mr290 chamber identified crack lines on the chamber dome. Conclusion: we are unable to determine what may have caused the reported event. The customer reported that using disinfection and nebulized drugs with the chambers was practiced often. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chambers would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humificiation chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarm." "Perform pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). The complaint mr290v humidification chamber is currently en route to fisher & paykel healthcare (f&p) for evaluation to determine if our product caused or contributed to the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that three mr290 vented autofeed humidification chambers were leaking water "out of the chamber". There was no reported patient consequence.